Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 ga x 1.0 in (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after a nurse had started an IV. It was also reported that the white safety activation button felt like it was already pushed/engaged out of the package. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: (B)(4) unused representative samples were returned for evaluation. A visual/microscopic inspection of all (B)(4) units revealed that they all were sealed in their packages and all components were present and intact. (B)(4) revealed no anomalies or mechanical/physical damage to the needle, grip, spring or needle/hub that would contribute to the failure while one unit revealed that its needle was very slightly bent with no other anomalies or damage. The activation button was without damage on all units. A photo of the affected device was also provided by the customer. A photo inspection showed the needle in the out position with the button completely depressed and spring wire slightly protruding beyond the grip near the nose of the hub, indicating retraction failure. A simulated use test was performed by pressing the safety activation button on all (B)(4) units. Retraction was successful on all (B)(4) units with no drag or resistance. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6300692. Conclusion: although all (B)(4) returned units did not confirm the customer's indicated failure mode, the customer's photo showed the reported defect. Based on the evaluation of the photo provided by the customer, the cause of the retraction failure was a bound spring and determined to be a manufacturing related problem. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample photo. A formal corrective action will not be initiated at this time, however manufacturing was notified of this incident and the findings. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.